Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) alarmed and automatically inflated, failing to inflate. The device was promptly replaced with another one. No harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. During the investigation, testing confirmed a malfunction associated with the 5000-hour maintenance kit. The fse replaced the 5000-hour maintenance kit. Following the repair, the device successfully passed all factory-specified performance and safety tests. Fault logs were not provided, as they could not be made available.no parts were returned for further evaluation, per the user¿s request to document the faulty components. The device was confirmed to be operating properly .